Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between april 1-3, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a black dot (particle) on the tubing. The reported condition was verified. The cause of the condition could not be determined. However, most likely the cause could be related to manufacturing process. Based on historical data of similar complaint reports from returned samples, the black particle may be embedded within the material of the tubing line. When a particle is embedded, it does not have contact to the fluid path and therefore is not in the fluid path. Additionally, the particle may be fragment of burnt pvc. Burnt pvc was inadvertently created during the extrusion process of tubing. Burnt pvc is a byproduct of tubing material. The tubing is made of pvc (polyvinyl chloride) material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a red foreign particle in the tubing. The issue was further described as, "the particle was detected in the tube around 50cm from the start of the 90cm long tubing starting next to the fill port cap". This was observed while inspecting the device. There was no patient involvement. No additional information is available.